Event description:
It was reported by the affiliate that the (1) tsb45 and the (1) tr45b were used during a vats/wedge resection procedure. It was reported that the staples would not form at all, but the tissue was cut. The case was completed with overstitches.